Event description:
The user facility reported for an automated impella controller (aic) a controller error alarm during use of the device. There was no report of patient harm or injury.

Manufacturer narrative:
The investigation for the reported controller error issue has been completed. The product was returned, and the issue was not confirmed. Data analysis: according to imc logs this is a known pattern failure in which all signals received from optical bench (placement, snr, contrast, lamp, gain) are interpreted as -16384 values. This lasts between 2 to 10 minutes, after which all signals go back to normal. Device analysis: the console was placed on engineering lab bench running a pump, while monitoring optical communication lines using standard lab equipment. Console was allowed to run overnight to reproduce failure mode. Failure mode was reproduced, exhibiting the same symptoms reported by the field. Loss of placement signal for a brief period of time, as well as a controller error. Per the results of the clinical review and investigation, the root cause could not be determined. This report is being filed as part of a retrospective review of historical records.